Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The device was returned to edwards lifesciences for evaluation. Visual inspection of the returned device revealed a longitudinal burst along the inflation balloon area. Dimensional testing was also performed. The single wall thickness of the burst balloon was measured, and the measurements taken met specification. Imagery was provided for evaluation. Review of the imagery revealed the valve was deployed properly. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for commander delivery system balloon burst was confirmed by visual examination of the returned device. However, no manufacturing non-conformance was identified during the evaluation. Dimensional inspection of the returned balloon revealed that the balloon wall thickness was within specification. No other visual abnormalities were observed on the returned device. An existing technical summary written by edwards lifesciences documented the root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As per a follow-up, the degree of calcification on the annulus was mild. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In this case, review of available information suggests that patient factors (calcification) contributed to the balloon burst. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.

Event description:
As reported by our affiliates in germany, during the transcatheter aortic valve replacement (tavr) procedure of a 26 mm sapien 3 ultra valve, the commander delivery system balloon burst during valve deployment. The valve was still able to be deployed, but a post-dilation had to be performed. The delivery system was able to be withdrawn through the esheath. There was no patient injury.

Manufacturer narrative:
The investigation is ongoing. H3 other text : pending device return.